Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that capture threshold could not be obtained on the right ventricular lead due to failure to capture. Upon chest x-ray review from (B)(6) 2017, the atrial lead was found to be dislodged. Patient was asymptomatic. The ventricular lead will be repositioned and the atrial lead will be turned off on the next visit to the clinic, scheduled for (B)(6) 2018. No further information was provided.